Manufacturer narrative:
The gore® viatorr® tips endoprosthesis instructions for use list shunt stenosis or occlusion as adverse events that may occur and/or require intervention. The gore® viatorr® tips endoprosthesis instructions for use also state: "the graft-lined portion of the gore® viatorr® tips endoprosthesis should completely cover the intrahepatic tract to the ostium of the hepatic vein at the inferior vena cava." The article states: "in this study, all of the ir-related readmissions were found to have early tips stenosis because the cranial extent of the tips did not reach that junction. Subsequent extension of the tips with stent placement up to the hepatic vein¿inferior vena cava junction successfully resolved the presenting clinical symptoms for each readmitted patient."

Event description:
This information was received through literature article "causes and rates of 30-day readmissions after transjugular intrahepatic portosystemic shunts" published in the american journal of roentgenology, july 2020. The purpose of this retrospective study was to investigate the causes and rates of 30-day readmission after transjugular intrahepatic portosystemic shunt (tips) at a single liver transplant center between 2003 and 2013. 149 patients were included for readmission analysis. Five patients presented with a recurrence of symptoms (rebleeding or ascites) and were found to have tips stenosis or occlusion. Tips revision with extension of the tips stent to the hepatic vein¿inferior vena cava junction was required in all patients. In this study, these readmissions were found to have early tips stenosis because the cranial extent of the tips did not reach that junction. Subsequent extension of the tips with stent placement up to the hepatic vein¿inferior vena cava junction successfully resolved the presenting clinical symptoms for each readmitted patient.